Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed housing damage. The device was able to power on using both ac and battery power. When powered on the device was able to obtain readings and alarmed audibly and visually under alarm conditions. The intermittent power off behavior was not observed while the device was powered on for one hour. While the device was on and the power cord was pushed with excessive force into the ac power port the device powers off. Internal inspection showed a solder break at u1 solder point on the system board. The customer complaint was not duplicated however the device did power off when the power cord was pushed with excessive force into the ac power port. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device intermittently turns off. No patient impact or consequences were reported.